Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (temperature/burnt) has been confirmed. As received, the battery was unable to power on a monitor or charge and was burnt. The battery housing was burnt due to liquid contamination of the battery pca and cells. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (temperature/burnt) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was a burnt battery board. The root cause for the burned battery board was unable to be positively identified but was likely due to the battery contamination.

Event description:
A us distributor contacted zoll to report that a patient sustained burns on his hands when he placed the charger on his bed and it set fire to the bed. There was no alleged device malfunction contributing to the irritation. Patient sought medical attention at an ER and was discharged with minor burns. The patient was advised to use burn spray or lotion by staff at ER. Outcome of the burns are unknown.